Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, cuff misses [suture retrieval issues] occurred with four prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review was not performed because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The three additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.